Event description:
Information received from the field does not address the patient's clinical status but notes that loss of atrial sensing was observed immediately after implant. The lead was repositioned with no improvement. Therefore, the pulse generator was programmed to unipolar sensing.